Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication (unknown concentration and dose) via an implanted pump. The indications for pump use were chronic low back pain and spinal pain. Patient's history: rheumatoid arthritis (was on 50 mg of prednisone daily and that dose had remained stable), parkinsonian tremor, depression, hypertension, hysterectomy, osteoarthritis, parkinson's disease, a right pubic and ischial ring fracture and a left pubic fracture. The patient has allergies to sulfa (gives her headaches) so she could take doxycycline, but she had taken minocycline. Past surgical history included a surgery for jaw fracture, a lumbosacral spine surgery performed in 2001, and a decompressive lumber laminectomy in 2009. The patient's history and physical report dated (B)(6) 2012 indicated that the pump was placed during the previous autumn and was removed in (B)(6) because of infection. It was also noted that "this is also an intrathecal catheter." It was noted that the patient had a history of cellulitis over the implantable pump. The infectious diseases consultation notes from (B)(6) 2012 indicated that the patient had an infected "intrathecal catheter pump." An event date was not provided. The cultures grew (B)(6). The programmable pump and catheter were removed. The patient was on intravenous (IV) ceftriaxone for several weeks, and her c-reactive protein test (crp) had been steadily decreasing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.